Event description:
[Covid-19 mrna lnp-s pfizer-biontech] treatment under emergency use authorization (eua): covid-19 mrna lnp-s pfizer-biontech treatment under emergency use authorization (eua was being given in the syringe. When the provider injected the vaccine, and was withdrawing the syringe, the needle became detached from the syringe. Occurred on three different occasions with three different providers. FDA safety report ID# (B)(4).